Event description:
Ous MDR - it was reported that the pacemaker showed battery depletion, eri status, during the postoperative interrogation on the day of implant.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device memory data and the existing production documents. The manufacturing process for this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The device memory data were analyzed. The analysis showed that the device status eri was activated because of inconsistent memory within the live holter. In general, the device is capable to detect damaged memory and to correct individual memory sections on its own if necessary. In the case that the live holter is affected, the pacemaker switches, by design, to the device status eri to prevent a potentially faulty calculation of the service lifetime. The device data after performance of a re-initialization did not show any anomalies. In summary, the analysis of the returned data identified inconsistent memory content, which led to the clinical observation. The inconsistent memory was automatically detected by the implant and led to the activation of the device status eri in accordance with specifications. It cannot be ruled out that the observed behavior might have been triggered by external influences, such as strong electromagnetic radiation. The performed re-initialization of the pacemaker corrected the inconsistent memory section successfully.